Event description:
The device (bipolar insert cev636-1a 350mm gayet) was returned to mxi for service and repair. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis indicated that the device (bipolar insert cev636-1a 350mm gayet) is non-functional due to an electrical leakage. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).